Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), the balloon was not fully deflated. The 99% stenosed, severely calcified target lesion was in the severely tortuous left main (lm) coronary artery extending to the mid left anterior descending (lad) artery. A non-bsc guide catheter and guide wire were inserted. The lesion was pretreated with a 1.5 mm and 1.75 mm rotablator burrs. The lesion was predilated with a 3.5x15 mm maverick2 balloon catheter. A 3.5x18 mm non-bsc drug eluting stent (des) was implanted. The lesion was post dilated with a 3.5x15 mm quantum maverick balloon catheter. The quantum maverick balloon was inflated to 10 atmospheres for 15 seconds. The device was removed without resistance. Outside the pt's body, it was noticed that the balloon appeared partially deflated with approximately 1/4 contrast material still in the balloon. The previously implanted non-bsc des was post dilated with a 3.0x15 mm non-bsc balloon catheter. There were no pt complications reported.

Manufacturer narrative:
Device analysis: product analysis could not confirm the complaint. The balloon was returned in an inflated state with contrast and blood present in the balloon and distal outer. The returned catheter exhibited damage to the distal outer and the inner located .05 centimeters proximally from the balloon wrist. The distal outer and inner were accordianed. The returned catheter also exhibited damage to the distal tip. The balloon was pressurized to nominal burst pressure but balloon would not inflate because of the shaft damage, so a negative pressure was pulled and the balloon did not deflate. It was not possible to determine how or when the damage occurred. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the reported complaint is determined to be operational context.